Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.2 mmol/l and was treated with food. Customer alleged that insulin pump was over delivering. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. Product will not return for failure analysis.